Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; an opening and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported right side rupture. Device has been explanted.